Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to september 26, 2017.. The actual device was returned for evaluation. Engineering evaluated the device and device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the broach adapter did not hold the actis broach securely. It was determined that when locked, the actis broach moved in multiple directions and felt loose. It was determined that the broach did move when latched into the adapter, but no defect was found. It was determined that the movement was normal from wear of the adapter over time and did not affect the functionality of the adapter and broach. The assignable root cause was due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device date of manufacture is unknown; therefore, UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the broach-adapter device did not hold the actis broach device securely. It was further reported that when locked, the actis broach moved in multiple directions and it felt loose. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.